Event description:
Reporter indicated that vns pt experiences occasional discomfort with stimulation, which they describe as "almost painful" and seeming as if it makes their heart beat "too fast". Treating neurologist indicates that pt is doing well and that the patient's symptoms are likely due to depression. The pt is scheduled for follow-up with neurologist, at which time medication adjustments may be made. The vns therapy system is reportedly functioning without problems.